Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently blanked out and the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Review of the device activity logs showed no evidence related to the customer's report. Analysis of reports of this type has not identified an increase in trend.